Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and treated with glucose tablets not glucagon. Customer's blood glucose value was 65 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reports they did receive a calibration not accepted alert. The customer was treated with food. The device will not be returned device for analysis.